Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Date of event: unknown when device malfunctioned. Additional device product code: kwq. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while inspection, the tip of the t8 screwdriver was found twisted. Reporter tested the screwdriver with a screw recess and it did not hold the screw. There was no patient involvement. Concomitant devices reported: screw (part # unknown, lot # unknown, quantity 1). This report is for one (1) stardrive screwdriver shaft t8 105mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
(B)(4) corrected data: lot number obtained, UDI updated, date returned to manufacturer, date of manufacture, the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history record review was performed for the subject device: part # 314.467, synthes lot # 5263606, supplier lot # na, release to warehouse date: 22 jul 2006, manufactured by synthes monument, no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. A product development investigation was performed for the subject device: it was reported that while inspection, the tip of the t8 screwdriver was found twisted. Reporter tested the screwdriver with a screw and it did not hold the screw. There was no patient involvement. The t8 stardrive screwdriver shaft (314.467, 5263606) is a common trauma instrument, noted in 30 system technique guides including: 2.4mm va lcp distal radius, compact distal radius and modular clavicle plate. In each instance, the instrument is utilized for screw insertion/removal. The returned shaft was examined and the complaint condition was able to be confirmed as the device was found to have a twisted tip, which made further replication inapplicable. The twisted tip is torsionally deformed in the direction of resistance which the tip was likely exposed to during screw insertion. The t8 stardrive screwdriver shaft (314.467, 5263606) was manufactured on 22jul06 and drawings 314_467 were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. No mrrs, ncrs, or actions related to the complaint condition were generated during production of the returned part(s). Review of device history record(s) showed that there were no issues during the manufacture of the product(s), which would contribute to the complaint condition. The material, material properties, and hardness of the returned part(s) were determined to be conforming at the time of manufacture and based on review of the associated/available DHR(s) and based on the details of the complaint and investigation of the returned part(s), additional material/hardness testing is not required. During the investigation no unidentified product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. A dimensional check of relevant features was unable to be completed due to post-manufacturing damage. Based on the available information it is not possible to determine a definitive root cause for the complaint condition. Design change order (dco) was implemented and called for a change of material from x15tn to 465ph, due to x15tn raw material no longer being available and in the interest of improving product toughness, which could potentially help prevent reoccurrences of the complaint condition, for shafts manufactured after the change in material. The returned shaft is over 11 years old and it is possible that routine and/or rough usage over its lifespan could have contributed to the complaint condition. The noticed shaft damage is typically associated with the application of excessive force during screw insertion/removal; based on the direction of the twisted tip, the failure occurred during insertion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.